Event description:
It was reported that while using the bd phoenix¿ m50 automated microbiology system that there was misidentification. The following information was provided by the initial reporter: customer reports recurrent failures in the identification of microorganisms such as burkholderia with acinetobacter, streptococcus pneumoniae with streptococcus mitis and the failure to identify some enterococcus.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-01023 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Manufacturer narrative:
E.1 initial reporter e-mail: (B)(6) e.1.initial reporter addr 1: (B)(6) h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd phoenix¿ m50 automated microbiology system that there was misidentification. The following information was provided by the initial reporter: customer reports recurrent failures in the identification of microorganisms such as burkholderia with acinetobacter, streptococcus pneumoniae with streptococcus mitis and the failure to identify some enterococcus.